Manufacturer narrative:
The cdsg-14-175 device involved in this complaint has not been returned for eval. As the device involved in this complaint has not been returned for eval, the cause of the complaint could not be conclusively determined. With the info provided a document based investigation was carried out. The complaint was confirmed based on the customer's testimony. The instructions for use advised the user of the following: "disassemble colon decompression tube and pre loaded 6 fr guiding catheter. Flush colon decompression tube and 6 fr guiding catheter with sterile water or lubricate with water soluble lubricant then reassemble and advance into colon over pre positioned wire guide. Use fluoroscopic control to avoid migration of wire guide. Once tube is advanced to end of wire guide, withdraw both guiding catheter and wire guide, leaving decompression tube in place." Prior to distribution all cdsg-14-175 devices are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook ireland. The pt did not experience any adverse effects due to this occurrence. It was confirmed that the 2 pieces of the guiding catheter were successfully removed from the pt. The procedure was successfully completed with another device. As the lot # of the device was not provided a review of the mfg records could not be completed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The guiding catheter of the colon decompression set broke while the user was trying to remove it and the wire from the decompression tube. The user had to retrieve the catheter manually in two separate pieces from the pt and start the procedure over again. The procedure was successfully completed with another device. The account did note that when the pictures were taken, there were multiple loops in the sigmoid colon. No further adverse effects to the pt have been reported as occurring. As per the complaint info received, a section of the device did not remain in the pt.